Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, and was able to reproduce the reported issue. Upon powering up the cardiosave iabp unit, the fse observed that the lcd screen had three circles, and therefore, damaged. The fse ordered the necessary parts, and returned at a later date to install the display top lcd display assembly, and related labels. The fse tested the unit in diagnostics which passed to specifications. The fse further performed all functional, and safety checks to meet factory specifications. The iabp was then released to the customer, and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an issue where the screen was not turning on. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an issue where the screen was not turning on. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.